Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and pericarditis approximately two weeks post implant of a right ventricular (rv) - his bundle lead and a right atrial (ra) lead. It was reported that the rv-his lead exhibited high thresholds. The rv-his lead was explanted and replaced. The ra lead was repositioned and is still in use. The ra lead was suspected to have caused the pericarditis. No further patient complications have been reported as a result of this event.